Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: january 18, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in xxx as follows: it was reported that the screwdriver broke during surgery. The device may have been damaged already and broke when the surgeon was using it; there were reportedly no fragments generated. No prolongation of the surgery reported and the procedure was completed successfully. There was reportedly no harm to the patient; the patient was not affected by the issue with the device. This is report 1 of 1 for (B)(4).